Manufacturer narrative:
B5 - the reporter indicated the patient also experienced pain. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - patient dissatisaction, foreign sensation. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.0/+1.5/4 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon explanted the lens on (B)(6) 2023, due to the patient having dissatisfaction and foreign body sensation. This resolved the problem.